Event description:
It was reported that prior to use cardiosave intra-aortic balloon pump (iabp) had a flickering display. No patient involvement and no harm was reported.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.